Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a doctor's note verifying that byte caused their dental issues. Per the letter the lower right central incisor had 5 mm of recession with no attached tissue. A mucogingival defect existed on this tooth. A connective tissue graft was performed to provide attached tissue for stability and root coverage.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.